Manufacturer narrative:
Upon reassessment of the reported event, the screw was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the screw was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00626, 0001822565-2018-04254, 0002648920-2018-00627.

Event description:
It was reported patient¿s hip was revised due to pain and loosening. Attempts have been made and additional information on the reported event is unavailable.